Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was contamination on the force sensor. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump failed to recognize the cartridge during the load step, giving a ¿no cartridge detected¿ warning. The force sensor was found to be out of calibration. The pump cover was removed, and the oled screen was observed to be lifted and the force sensor pins were dislodged. There was evidence of contamination observed on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.